Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient had been experiencing elevated blood glucose (bg) over 500mg/dl with frequent urination. The reporter did not provide a specific date or dates of the alleged bg excursion(s). The reporter stated that there had been illness during the time of bg fluctuations, but did not provide details. The reporter did not provide specifics of how the elevated bg was treated. The patient reportedly remained on the pump. Additional information was not provided. The pump was reportedly unavailable for review at the time of the call to animas, and attempts by customer technical support to follow-up with the reporter have been unsuccessful. There was no allegation of a specific pump malfunction made at the time of the initial contact. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy, and the pump could not be ruled out as a cause or contributor.